Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and showed that this device met all manufacturing specifications for product release prior to distribution. Evaluation results are pending. When new information is available, a supplemental report will be filed.

Event description:
Edwards learned through normal examination of valves that were about to be tested of a possible leaflet mismatch. The notification stated: the mismatched leaflets on the valves were noted during pulsatile testing. The mismatched leaflets on the valves were also noted in the back-pressure leakage tester. The valves were placed into additional testing to see how the valves performed under high frequency cycling. The valves maintained peak differential closing pressure at that frequency, but the valve motions showed that the third leaflet was not closing properly and showed sign of possible prolapse if continue running in the tester over time. The testing was stopped and this was escalated to management.